Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
The patient requested healthcare professionals list after relocating and updated patient information. During the call it was reported that approximately 6 weeks ago the lead was coming out of her head. Approximately 5 years ago the pt reports that a lead in her face broke along with the implant not stopping the pain and not reaching the midline of her face. In (B)(6) 2015 the patient reported undergoing gamma knife therapy that relieved trigeminal neuralgia pain completely. No addition symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010-, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jul-11. The patient stated that their lead is coming out of their head and would be removed (B)(6) 2017. Previously, the lead in their face was broken and it was replaced. It did help but did not completely stop the pain. Their stimulator would be removed (B)(6) 2017. The patient noted that they do not regret having the stimulator as it did help the pain but it was unable to stop it. It took the pain from a 10 to a 7. The patient stated that there were no circumstances that led to the issue, but then noted that possibly sleeping, brushing hair, etc. Led to the issue. The issue is not yet resolved but the stim will be removed. They have had a sore above their left ear for 3 months and their doctor is afraid of infection. No further complications were reported/are anticipated.